Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip. The silicon insulation on the cold jaw was observed to be cracked and charred due to the whitish appearance. A pre-cautery test as was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. No specific failure was reported, however based on the return condition of the device and the results of the investigation, the analyzed failures "material twisted/bent; wire" and "thermal decomposition of device " were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.